Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-may-19 regarding a patient receiving unknown baclofen (500mcg/ml at 98mcg/day) via an implanted infusion pump. The indications for use included non-malignant pain and spinal pain. It was reported that the patient noticed increased spasticity in her feet and hand. The pump was interrogated and was found to be error-free. A dye study was performed on (B)(6) 2017, and the hcp observed that the catheter had coiled up subcutaneously and was out of the intrathecal space. The patient was taken into surgery for a catheter revision on (B)(6) 2017, and after the spinal segment was replaced, aspiration was not possible. After opening the pump pocket, a small tear was discovered at the pump connector. It appeared that it was nicked by a blade or possibly a suture during the implant procedure. The tear was reportedly too small to be problematic at first. The pump segment was replaced as well, flow was confirmed via aspiration, and the patient's therapy resumed. The situation was considered resolved and the patient's status at the time of report was alive - no injury. It was noted that the patient had increased her physical activity drastically and was working out at a high intensity with a lot of upper body movement. It was thought that this is what likely dislodged the catheter. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: evaluation conclusion code 92 does not apply. If information is provided in the future, a supplemental report will be issued.